Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), reported the cause of the event wasn't determined. No actions were taken at this time as they were going to reset at the patient¿s first post-operative appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an intraoperative impedance test was done in the stage two procedure on the device at 1.0 ma and the test showed normal measurements on all contacts. Once the patient was in recovery, a brainsense survey was done but showed an alert to review impedances. On the left side, the bipolar pair of 0 and 1 showed a short circuit of about 80 ohms. There are a couple of potential factors that led to the short circuit. Once the device was tested intraoperatively, the surgeon irrigated the pocket in the chest like he always does. It's possible fluid got into the contact pairs to cause the short circuit. The other potential factor is the patient had a head wrap protecting the incision of the lead extension connection. The surgeon does this for all patients. It's possible that the head wrap was causing pressure on the lead extension and causing the measurement to show a short circuit. Multiple impedance tests were done using automatic increase in ma and using 1.0 ma but the issue did not resolve. Current was delivered at 0-, 1+ at 3.0 ma 60 ms 130 hz for 5 minutes and another test was done. The configuration was switched to 0+ 1- using the same parameters followed by another impedance test but it still showed a short circuit at the same contact pair. All of this was done today in post op. Everything is still implanted and no harm has been done to the patient. There were no signs or symptoms to the patient. The event is being monitored to see if the issue resolves over time at the patient's first post op appointment.